Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the as lvp 20d 1.2m, the device experienced clogged/blocked/ occluded product. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the lipid tubing occluding for several months. We have been having issues with the 1.2micron lipid tubing occluding for several months. I have one tubing set saved from our unit.

Manufacturer narrative:
H6: investigation summary: one sample (model #2202-0007) was returned for investigation. It was reported by customer that the lipid tubing occluding for several months. Prior to functional testing, the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the as lvp 20d 1.2m, the device experienced clogged/blocked/ occluded product. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the lipid tubing occluding for several months. We have been having issues with the 1.2micron lipid tubing occluding for several months. I have one tubing set saved from our unit.